Event description:
The customer reported that during two nights, the patient's freedom driver exhibited what appeared to be intermittent temperature alarms. The customer also reported that the nurse addressed the alarms appropriately by rotating the onboard batteries while the freedom driver was connected to external wall power, checked the filter and removed any obstructions to vent the driver. The customer also reported that the intermittent temperature alarms became more frequent, and the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact. The customer also reported that there were no additional intermittent temperature alarms after the switch to the backup freedom driver. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no abnormalities. Review of the alarm history (eeprom) revealed that no new permanent fault alarms were recorded since the driver was last serviced. Only permanent fault alarms are recorded in the eeprom. Intermittent and recoverable fault alarms (battery alarms, temperature alarms or fault alarms that are resolved within 3-4 minutes) are not recorded in the eeprom. The freedom driver was functionally tested and passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. The exhaust fan was also tested and verified to function properly. In addition, the driver was tested for an additional 72 hours at normotensive settings, and the driver performed as intended. The reported intermittent temperature alarms could not be reproduced during investigation testing. The driver performed as intended, and there was no evidence of a device malfunction. It is possible that the patient experienced temperature alarms that were resolved prior to the alarms becoming a permanent fault alarms. The driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during two nights, the patient's freedom driver exhibited what appeared to be intermittent temperature alarms. The customer also reported that the nurse addressed the alarms appropriately by rotating the onboard batteries while the freedom driver was connected to external wall power, checked the filter and removed any obstructions to vent the driver. The customer also reported that the intermittent temperature alarms became more frequent, and the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact. The customer also reported that there were no additional intermittent temperature alarms after the switch to the backup freedom driver. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent temperature alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.